Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that while traveling, the patient became symptomatic. During interrogation, there was no pacing spike on the electrocardiogram. The device had no output. The pacemaker was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device found the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that while traveling, the patient became symptomatic. During interrogation, there was no pacing spike on the electrocardiogram. The device had no output. The pacemaker will be replaced. No further patient complications were reported as a result of this event.